Manufacturer narrative:
(B)(4). Although the cassette was not returned and could not be evaluated, the patient indicated that the patient line was not fully primed prior to connection. An incomplete prime is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set. It says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) determined through troubleshooting that the patient line was not primed to the top of the line before the patient had connected. The hp indicated they had already previously cleared the alarm and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.